Manufacturer narrative:
The blade subject to this MDR was not returned to the MFR for eval, it was discarded. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial. The handpiece associated with this MDR is as follows; part number: 6208000000, serial number (B)(4).

Event description:
It was reported that during a surgical procedure on the knee that the blade broke. It was further reported another blade was readily available to complete the procedure. It was further reported the procedure was delayed by 2 mins as a result of this event.